Event description:
The following has been reported: force sensor malfunction. Calibration did not helped. ID (B)(6) : clamp opto fork error. Cleaning of opto sensor and calibration did not helped. Force sensor replaced to new one. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.